Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, when the user attempted to select a hospital when programming into the patient information area, the programmer froze and after waiting five minutes would still not unfreeze. The user noted that they could see the patients rhythm, but could not select any buttons. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis determined that the application crashed due to the "<(>&<)>" symbol in the request. If information is provided in the future, a supplemental report will be issued.